Event description:
Complainant alleged that during surgery the operating room physician was attempting to defibrillate a pt, using internal electrodes with the device, but the device displayed "defib not charged" and "release shock" messages and would not discharge the energy. The physician then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.